Event description:
It was reported that during testing conducted at the manufacturer facility, the saw was trying to ruin without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor, which is a portable cause of the device running without user activation.